Manufacturer narrative:
A recent scan showed the patient's devices shifted to the right side which caused malocclusion.

Event description:
It was reported that the right mandibular component was dislocated laterally. An additional surgery is needed.

Event description:
It was reported that the right mandibular component was dislocated laterally. An additional surgery is needed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted.